Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that after re-booting the system the countdown got stuck at 00:00 and the system would not start up. The device was outside clinical use at the time of reported event. No harm to patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not able to start up. Upon troubleshooting rse found system stuck at 00:00 countdown page, advised field inspection on power on self-test (post) result. The field service engineer (fse) went onsite and entered fsf mode and check post, found host pc failed memory self-test, fse replugged the memory card to solve the issue. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.